Event description:
Patient reported "pain". Later healthcare professional reported "deformation (capsular fibrosis)". This record is for right side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.

Event description:
Capsular contracture has been removed from this record. Therefore this record is no longer reportable to the FDA.